Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experience electrical shocking around the implant site. It was further explained that when patient walked through a door the device would start shocking them and it has happened numerous times. Patient further stated that it was painful and they believed it was causing a nerve damage and it has cause problem with their left leg since it started doing this in 2019. No further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided their weight at the time of the event.